Event description:
Additional information indicates the ipg was explanted on (B)(6) 2021.

Manufacturer narrative:
The reported event of ipg turning off by itself was not confirmed. All the ipg channels were programmed using aggressive settings and monitored on the oscilloscope for about two hours and never turned off on its own. Also, the output signals did not deviate from the expected levels when stimulation was turned on. The return ipg passed all functional testing (bench and autotest). No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg turns off without command approximately 4 times per week. As a result, surgical intervention may be undertaken in the future.